Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported deep venous thromboembolism cannot be conclusively determined through this investigation. The patient remained ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of left arm pain around their peripherally inserted central catheter (PICC) line placement. A venous duplex was done to assess for a deep vein thrombosis (dvt). There was no evidence of dvt in the upper extremities but a partially occlusive acute superficial vein peri-line thrombosis of the cephalic vein was found. The PICC line was not removed and remained functional. The patient did not receive any treatment and the event reportedly resolved on (B)(6) 2018. No further information was provided.